Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. Customer cannot recall their blood glucose reading. The insulin pump was exposed to moisture. The insulin pump went blank after moisture exposure. Customer was using aa alkaline. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. (B)(4).